Event description:
The date of this event is estimated: (B)(6) performed a total knee arthroplasty procedure using quill srs, for the first time. He used #2 pdo for capsular closure, and 2-0 monoderm for the subcuticular layer. The surgeon elected to use steri-strips for the skin as opposed to staples, which is what he typically used historically. Patient experienced a complete dehiscence on post operative day one (1) and was taken back to the operating room for irrigation and closure. In surgeon's previous cases, closure was done using quill srs, #2 pdo for capsule, 2-0 monoderm for subcuticular and staples for skin with no post operative issues.

Manufacturer narrative:
The date of the event is estimated. No samples from the reported finished good lot were returned to angiotech for evaluation. One (1) other quill srs products was also reported. The product information is as follows: #2 pdo. Model/catalog #: unk, lot #: unk, expiration date: unk, device manufacture date: unk 510(k)#: k051609. Method: the device was not returned for evaluation. Furthermore, without the lot code information, relevant portions of the device history record (DHR) could not be reviewed. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. It is uncertain if physicians decision to use steri-strips instead of the staples, as typically used, contributed to this event. (B)(4), item # ya-1024q, quill srs, 2-0 monoderm, lot unk. Item # unk, quill srs, #2 pdo, lot unk.